Event description:
It was reported that at 11:30am, the patient was given a 678.6 mcg bolus over 21 minutes following a pump replacement procedure. At 1:30 pm, the nurse noticed that the patient was unresponsive. The reporter was not sure if it was the original priming bolus or a secondary bolus that was given following the implant. The surgeon was contacted and the pump was stopped. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8709, lot# j0039906r, implanted: (B)(6) 2000, product type: catheter. (B)(4).